Manufacturer narrative:
Physio-control reseated all of the device's connections and cables and reassembled the device. After reassembly, the reported issue was no longer occurring. Physio observed physical damage to the device's front and rear cases; however, the customer declined to have the device repaired. The device was returned to the customer unrepaired and the customer was advised to have the repairs completed prior to returning the device to service. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device is not completing the boot up process. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device is not completing the boot up process. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.